Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a no 5. Triathlon ts plus tibial insert x3 poly 19mm was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -device history review: review of the device history records indicates devices were manufactured to specification with no reported discrepancies. -complaint history review: there were no other events of infection reported for the given lot number or sterile lot number. -clinician review: not performed as medical records were not provided. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient had right knee revision and drainage due to pain. Septic knee and poly exchange.

Manufacturer narrative:
The following other devices were also listed in this report:sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot# d9c155hj.triathlon femoral distal augment 5mm - size 5 right; cat# 5540-a-502; lot# dxod.tri ts femur sz5 right; cat# 5512-f-502; lot# jafv.tri post augment sz5 5mm; cat# 5543-a-500; cat# ijrb.tri ts baseplate size 5; cat# 5521-b-500; cat# jmxk.tri post augment sz5 5mm; cat# 5543-a-500; cat# jaie.tri press-fit stem 17mm x 100mm; cat# 5565-s-017; lot# m8c9i.triathlon femoral distal augment 5mm - size 5 right; cat# 5540-a-502; cat# jfwa.tri press-fit stem 19mm x 100mm; cat# 565-s-019; lot# m8m25a.triathlon total knee system offset adapter 6m; cat# 5570-s-060; lot# m9e9d.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.an evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient had right knee revision and drainage due to pain. Septic knee and poly exchange.